Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead that had been implanted at the his bundle had dislodged and was now in the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.